Event description:
It was reported to philips that an image storage issue caused by a full ippc disk occurred on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service performed database repair and recreated image storage. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).